Manufacturer narrative:
(B)(4): no sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences. H3 other text: see narrative.

Event description:
Material no: otp5000sp; batch no: unknown. It was reported that catheter broke off its base while removing catheter from patient as we normally remove when completing procedure.  Verbatim: on two separate occasions catheter broke off its base while removing catheter from patient as we normally remove when completing procedure. The first occasion I witnesses this happen while the radiologist was performing the procedure. The second incident the catheter broke off while I was completing the procedure.

Manufacturer narrative:
Pr (B)(4): initial emdr submission. A device was to be returned but not provided to date. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: otp5000sp. Batch no: unknown.  It was reported that catheter broke off its base while removing catheter from patient as we normally remove when completing procedure.  Verbatim: on two separate occasions catheter broke off its base while removing catheter from patient as we normally remove when completing procedure. The first occasion I witnesses this happen while the radiologist was performing the procedure. The second incident the catheter broke off while I was completing the procedure.